Manufacturer narrative:
Device analysis for lead va1vdk5010 revealed no anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4). (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a trial patient for leg pain. It was reported that during surgery for the lead, the impedances were measured. Multiple impedance measurements were made and showed over 10 ,000 ohms. Measurements had also been performed via poles other than poles 0, with same results. The patient was placed under x-ray. The position of the lead was corrected 3 times. The lead and trailing cable were cleaned several times. A different lead was used to keep the procedure on. At the end, the result was good. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.